Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-09: device available for evaluation: yes section d-09: returned to manufacturer: 17-feb2021 section h-3: device evaluated by manufacturer: yes device evaluation: the product was not returned in its original package. Visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position residues of lubricating material were observed on cartridge. The cartridge tip was observed deformed. The lens returned outside the device and with a large cut. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Due to the conditions of the lens returned, the complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted: not applicable, as the intraocular lens was inserted and removed in the initial surgery. If explanted: not applicable, as the intraocular lens was inserted and removed in the initial surgery. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Event description:
It was reported malfunction of the inserter caused a defect in the lens. The incision was enlarged and a suture was required in the patient's ocular dexter (right eye). Through follow up, customer account provided additional information stating when certified surgical technologist (cst) advanced the injector, it locked in place short of engaging screws. The doctor could not get it to advance. Disengaged, added more provisc, tried again, and then it advanced. Lens noted by surgeon to be damaged inside of the eye. Incision expanded and the damaged lens removed in one piece. The backup lens used to complete the procedure was the same model and diopter size. Patient outcome post-procedure was reported as: patient injury not determined on day of surgery. No further information is available.